Manufacturer narrative:
(B)(4). The device was received and the initial review of the event history log found an increased intra-peritoneal volume (iipv) event. The device is being further evaluated and should additional relevant information is obtained, then a follow up medwatch will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 22:25:11. During night drain cycle three, the patient's ultrafiltration reading was 1179ml, indicating the home patient (hp) drained 1029ml more than their maximum programmed fill volume of 1500ml. No further information available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was use error, tidal total uf removal set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available a supplemental report will be submitted.